Event description:
The customer reported that the device ac receptacle was pushed in.

Manufacturer narrative:
(B)(4). The customer reported that the device ac receptacle was pushed in. There was no report of pt impact or involvement. The device was not evaluated by philips. The customer ordered and ac power module to resolve the issue.